Event description:
It was reported by the customer that pyxis medstation es system was operating extremely slow during dispensing a medication. A customer reported that there was a delay in the dispensing of medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was operating extremely slow during dispensing a medication. A field service engineer installed eset antivirus security software, conducted updates for windows server update services, and rebooted the system to address the issue. The system functioned as intended after the field service engineer troubleshooted the device.